Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user applied a new infusion set for an ilet system but did not remove the needle guard, which bent the cannula/needle and resulted in no insulin delivery and subsequent hyperglycemia; the user then replaced the end piece of tubing and needle, primed the tubing, and resumed insulin delivery. Symptoms included elevated blood glucose with a reported maximum of 300 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed improper deployment of the infusion set due to failure to remove the needle guard, leading to interrupted insulin infusion. It was concluded that user technique caused the event, and device function restored after correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.